Manufacturer narrative:
A ge service representative has been in contact with the hospital and a service call has been scheduled for an on site investigation. A follow up report will be filed when additional information is received.

Event description:
It was reported by the hospital physicist, that the system 9800 high level fluoro setting measured too high. There was no adverse patient involvement reported. There was no patient information reported.